Manufacturer narrative:
The ventilator was investigated by our field service engineer. The nozzle unit in the o2 gas module was replaced but not returned for investigation. Device logs confirms the reported alarms for high and low o2 concentration. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined, but the nozzle units were most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
The logs from the ventilator that was reported to have generated alarms for high o2 concentration contained low o2 concentration alarms. There was no patient harm. Manufacturer's ref #: (B)(4).